Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) of 575 mg/dl. Cause is unknown. The customer required assistance from their caregiver changing out supplies. Reportedly, the customer was able to successfully resume insulin deliveries.